Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in USA during treatment. It was reported that a hls set was replaced and after the replacement (a few hours later) the customer noticed a decrease in oxygenation values. The patient oxygenation was in the low 80s. The customer checked the gas source to ensure proper connection and they increased the sweep temporarily to remove any potential condensation. The post oxygenation (pao2) decreased further and the customer exchanged the hls set again. As the patient suffered a low oxygenation, a report is required. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected product was investigated in the getinge laboratory on 2025-04-28 with following conclusion: the failure could not be confirmed. All performance tests related to the reported failure were functioning as per specification. Further, during visual inspection third party articles, connected to the module, were found. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information received on 2025-01-27 that the patient is 33 years old, weight 149.9kg and a male. No visible clots were detected. After the second exchange the patient improved slightly but that did not last long. The patient had high levels of triglycerides and continued to have low oxygenation and expired later in the afternoon. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a hls set was replaced and after the replacement (a few hours later) the customer noticed a decrease in oxygenation values. The patient oxygenation was in the low 80`s. The customer checked the gas source to ensure proper connection and they increased the sweep temporarily to remove any potential condensation. The post oxygenation (pao2) decreased further and the customer exchanged the hls set again. New information received on 2025-01-27 that the patient is 33 years old, weight 149.9kg and a male. No visible clots were detected. After the second exchange to the third set the patient improved slightly but that did not last long. The patient had high levels of triglycerides and continued to have low oxygenation and passed away later in the afternoon. On 2025-02-03 the information was received that the first and third used set were discarded and the lot numbers are unknown. The second used set was available for investigation. As the patient suffered a low oxygenation and passed away, a report is required. The affected product (second set) was investigated in the getinge laboratory on 2025-04-28 with following conclusion: the failure could not be confirmed. All performance tests related to the reported failure were functioning as per specification. Further, during visual inspection third party articles, connected to the module, were found. Further, a medical review was performed by getinge medical affairs on 2025-05-22 with following conclusion: "according to the complaint narrative, the incident in scope involves a 33-year-old male patient on vv-ecls using a cardiohelp system with an hls set experienced a decline in oxygenation following a circuit exchange on day six of support. Within ten hours of initiating the new circuit, post-oxygenator pao2 dropped from 227 to 210 mmhg (fio2 1.0, sweep 6 l/min, blood flow 5.8 - 6.28 l/min), and the patient's spo2 fell into the low 80s. A subsequent circuit replacement did not restore adequate oxygenation, and the patient subsequently expired. Investigation of the returned hls set - the second of three circuits - revealed damage of a gas filter part and a cracked third-party stopcock. These were attributed to post-use handling, with no clinical leakage reported. Internal inspection showed no clots or mechanical obstructions as described in the investigation report, and the device passed all leak and function tests after removing the damaged external stopcock part. Although, the observed cracking of the third-party stopcock may be associated with environmental stress cracking of polycarbonate, as described in the hantel technologies white paper on material selection. The report highlights that pc components used in medical devices can fail when exposed to lipophilic agents, which are commonly used in critical care and interventional procedures. Such exposure - especially under hoop stress from hand-tightening connections - can result in crazing and cracking, even in the absence of visible defects under normal conditions. Specifically, the paper demonstrated that pc luers and stopcocks subjected to lipid-based agents such as lipiodol or simulated contrast media (1percentage poppy seed oil in ethyl stearate) showed microcracks and, eventually, full structural failure after mechanical stress. The combination of chemical exposure and mechanical force amplified the hoop stress beyond the material's resistance threshold, leading to esc, a potential mechanism consistent with the cracked stopcock observed in this case. Gas permeability was confirmed during the product investigation, indicating intact co2 removal and o2 delivery functions. Clinically, no thrombi were noted, routine flushing was performed, and transmembrane pressure remained within normal limits. The device had been primed nine days prior to use. However, according to the instructions for use, the set should only be primed ¿[¿] shortly before use [¿]¿. Nonetheless, this deviation is not expected to have impacted the incident described. Although the technical investigation concluded that there were no indications of potential impairment to oxygenation performance, several clinical and contextual factors merit consideration as possible contributors to the observed oxygenation decline: 1) the investigation identified a crack in the third-party three-way stopcock connected to the sample line at the quick-vent luer. While deemed likely to have occurred post-use, polycarbonate components like this are known to be susceptible to environmental stress cracking (esc), particularly when exposed to lipophilic agents and mechanical stress. The use of non-original parts introduces material-related risks that cannot be fully excluded as contributing factors 2) another potential contributor, though considered unlikely, relates to the gas supply system. A lack of gas pressure from the wall source or improper calibration of the sechrist gas blender could, hypothetically, impair oxygen transfer. However, such issues would typically affect multiple patients using the same system infrastructure. In this case, no abnormal gas supply conditions were noted, and no other complaints were reported from the facility, making this scenario less probable. 3) the customer reported observing "white material" during blood sampling, which may be related to the patient's exceptionally high triglyceride level (987 mg/dl) in combination with the use of propofol for sedation. Both hypertriglyceridemia and prolonged propofol infusion are recognized risk factors for membrane lung dysfunction and impaired gas exchange in ECMO therapy. This association is supported by several published reports and case studies highlighting mechanical failure of ECMO circuits due to hypertriglyceridemia, particularly in the setting of continuous propofol administration while the device testing confirmed that the hls set met performance specifications and no technical failure was detected, the clinical context - along with the publication evidence presented here - suggests that patient-specific metabolic factors, including hypertriglyceridemia and the use of propofol for sedation, may have played a role in the observed reduction in oxygenation. Notably, the need for multiple hls set exchanges due to elevated triglyceride levels further supports the likelihood of underlying metabolic stress. These conditions appear to be the more plausible contributors to the patient¿s clinical deterioration rather than a deficiency in the device itself. In conclusion, from a technical standpoint, the returned hls set did not demonstrate any inherent device malfunction that could explain the reported oxygenation impairment. All relevant functional tests, after removal of third-party components, were passed successfully. The broken gas filter fitting and cracked stopcock, while non-conforming, were not linked to gas exchange performance failure. Clinically, however, the presence of high triglycerides and lipid-based sedative (propofol) use may have contributed to compromised membrane performance and reduction of aggregate membrane area via lipid fouling - a phenomenon not directly detectable through standard post-use technical testing. The patient¿s severe illness, instability, and complex clinical picture (including flu a and multiple circuit exchanges within a short timeframe) likely contributed to the expiration of the patient. Last, no diminution in product performance was detected in internal testing or suspected outside of the revelation of severe hyperlipidemia (987 mg/dl)." According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product (second set) were reviewed on 2025-05-26. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "low oxygenation" could not be linked to a device defect. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).